Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1x1vw, implanted: (B)(6) 2019, product type: lead. (B)(4) (serial# (B)(4)) and lead (lot#va1x1vw). (Lot#va1x1vw) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported inflammation and pain in their lumbar and the area where the device is. The consumer noted that they lost ten pounds and the healthcare provider (hcp) is going to change the implant. They also feel the "cables" and everything moving around and wanted to know if this was normal. As a result of what was reported, they were redirected to their hcp to have the device checked. No further patient complications have been reported as a result of this event.